Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having a connection problem with the microscope. The cable was broken. The next step was to change the polaris spectra system control unit (scu) and breakout box. No patient was present at the time of the event.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The polaris spectra system control unit (scu) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The scu was returned for analysis. Functional testing determined that the scu was malfunctioning causing the reported event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733438, UDI#: (B)(4) polaris camera. Lot number: t301564. If information is provided in the future, a supplemental report will be issued.